Event description:
The patient reported that she suffered a punctured lung during her device implant. She further reported that one of her leads became dislodged. She reported pain in the area of her site. Follow up with the patient's clinic was unsuccessful. The implantable pulse generator (ipg) and two implantable pacing lead's remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri, (B)(6) 2013; 5086mri, implantable pacing lead, (B)(6) 2013. (B)(4).